Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a jelco hypodermic needle-pro needle detached from the hub/syringe following medication administration and upon attempt to withdraw from the injection site. This event occurred in june or (B)(6) 2016. Needle was safety withdrawn from patient. No patient injury was reported.